Manufacturer narrative:
The MFR svc rep performed an on-site investigation. The svc rep cleaned and reseated the monitor power connections, and reseated the workstation printed circuit boards. The sys was tested and is operating as intended.

Event description:
The customer reported the 9900 sys locked up. No pt injury was reported.